Event description:
A customer reported a cartridge alarm during the pump setup process, which occurred during the load process, with confirmation that the issue did not occur due to user error or previous alarms. There was no adverse impact to the customer¿s blood glucose level as the device was not used. Technical support decided to replace the pump, instructing the customer on storage mode and return procedures, sending a new pump under warranty, and ensuring insulin delivery via a backup pump.